Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/adjust belt messages) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and a patient was receiving "adjust belt" messages.